Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a blank display issue. The pump display turned red in color before becoming entirely blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/24/2013 with the following findings: no display on screen during startup was observed. The pump had audible tones during startup and audible and vibratory alarms were operational. The pump was opened to investigate and display screen was observed to be cracked. Cracked screen was removed and replaced with a test screen and found to be fully functional.